Event description:
The customer reported that there was an ma on in error message intermittently. This error results in a system shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.